Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Subsequently, it was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Customer changed the cartridge to resolve the issues. Customer¿s blood glucose was 92 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.